Event description:
Boston scientific crm recieved information that, during a routine follow-up appointment, it was noted this right atrial (ra) lead had pacing impedance measurements greater than 2500 ohms. The pacing threshold was also increased. No adverse patient effects were observed.

Manufacturer narrative:
The related device was reprogrammed to unipolar mode, and all measurements were within the acceptable range. No further information is available. This report will be updated if additional information becomes available.